Manufacturer narrative:
(B)(4).

Event description:
The tracheostomy tube was placed in the patient on (B)(6) 2015 and the hub cracked on (B)(6) 3015. The patient went to her physician and the tracheostomy tube was replaced. The piece that broke off the tube went into the garbage and is not available.

Manufacturer narrative:
(B)(4).